Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a mildly tortuous and moderately calcified vessel. A 4/5/40mm ultra-thin¿ diamond¿ balloon catheter was advanced to dilate the lesion. The balloon was initially inflated at 8 atmospheres; however, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a mustang balloon catheter. No patient complications nor injuries were reported.